Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 8252401, mainframe 8252401 nim-neuro 2.0, s/n (B)(4), lot: 39240600. 510k: k024316. Manufactured july 21, 2005. (B)(4). Product evaluation: the facility has confirmed that the device has been taken out of service due to age; it will not be returned for analysis. Method: no testing methods performed.

Event description:
It was reported that the patient interface has an intermittent connection when the cable is bumped. It was confirmed with physician that the device was making strange, unexpected noises. It has also been confirmed that monitoring would stop, and after manipulation of the interface box, would start up again. The physician reverted to clinical judgment for the remainder of the procedure, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.